Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, the second firing was performed, when the cartridge was exchanged, the screen blacked out. As for the condition of the product when it was collected, although the screen was displayed faintly in a condition that adapter was not being attached, it was unable to be operated, a new product was taken out and used. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.